Event description:
Journal reference: casamitjana c, garcia s, mendez az, salazar mh, et al. [Quality of life in pts with parkinson's disease and deep-brain stimulation. Med interna mex 2007;23(1):7-14. To determine the impact of surgical implantation of a deep-cerebral-stimulation on the hlth-related qual of life. The study included a total pts with a clinical diagnosis of parkinson's disease who did not show structural abnormalities. Reportable event: one pt had a lower levels of functionality and motor conditions due to complications of local infection and infection of the entire stimulation sys. Chronic rejection of the material developed and the neurostimulator had to be removed and only pharmacologic treatment could be prescribed.